Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure: the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Patient symptoms manifestations (location, severity, appearance, system or local reaction) ? Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results what tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post-op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What is physician¿s opinion as to the etiology of or contributing factors to this event? The patient demographic info: age, gender, weight, bmi at the time of index procedure? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a hysterectomy procedure on unknown date in 2017 and suture was used. The patient experienced dehiscence, fever and general discomfort. The patient was prescribed antibiotic therapy and daily monitoring. Additional information has been requested.

Manufacturer narrative:
Pc(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.